Event description:
Caller reported blood glucose results of 366 mg/dl on compact plus system 1, 180 mg/dl on compact plus system 2 within 10 minutes. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is compact plus system 1, medwatch with identifier (B)(6) is compact plus system 2. Strips not available for return.